Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was removed due to chronic pain at the implant site. No further information was available.